Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had a bad voltage of 240 and was using three and a half years on device battery in six months. Moreover, patient was 89 percent dependent with the device. Furthermore, patient was referred to the physician. This lead remains in service. No adverse patient effects were reported.